Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, inserting the lead into the atrial connector port of the pulse generator was difficult. After applying mineral oil, the lead could be fully inserted into the connector and the pulse generator was implanted successfully.